Manufacturer narrative:
(B)(4).

Event description:
The manufacturer received information alleging that the device suddenly shut down during the software version upgrade. There was no harm or injury reported. The device was received and evaluated by the manufacturer. A ventilator inoperative alarm occurred during the operational inspection, then the device could not be operated. The issue occurred during the software update and was completed properly after updating the software again. It is determined that the software was not rewritten to the proper software due to some malfunctions that occurred during updating the software.